Event description:
It was reported that the device was unable to be interrogated. Device was explanted.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With another battery attached, the device function was normal; no high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and an internal battery anomaly was found to cause the premature battery depletion and the inability to communicate.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.